Manufacturer narrative:
Concomitant medical products: 4592, lead, implanted (B)(6) 2013; dtba1d1, ICD, implanted: (B)(6) 2017.

Event description:
It was reported that there was t-wave oversensing (twos) on the patient's right ventricular (rv) lead. In addition, high rate non-sustained tachycardia episodes and an elevated sensing integrity counter (sic) level led to a lead integrity alert. No changes were indicated and the rv lead remain is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.